Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, as the physician was pulling a leg assembly through the sacrospinous ligament, the needle detached from the suture outside of the patient. The physician reportedly completed the procedure with this pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly good. The patient age was reported to be over 18 years.

Event description:
It was reported to boston scientific corporation that the detachment occurred on the left leg assembly of the device during a posterior repair procedure. Reportedly, no excessive resistance was experienced when pulling the leg assembly through the ligament.